Manufacturer narrative:
The coaguchek xs meter was received for investigation. The meter appeared undamaged and was clean on the outside. The customer's test strips were not returned. The returned meter was measured with the retention test strips 176190-10 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter marcumar 3: 3.6 inr , marcumar 4: 3.7 inr . Retention strips/customer meter marcumar 3: 3.5 inr , marcumar 4: 3.7 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material complied with specification. Comparison measurements on coaguchek xs plus and coaguchek xs were carried out simultaneously using blood sample from one finger. Product labeling states to never perform a test with a drop of blood from a previous puncture.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer's daughter stated the customer suffered a stroke due to a questionable inr result from the coaguchek xs meter serial number (B)(4). The result from the meter before noon was 4.0 inr and the marcumar dosage was reduced. In the evening of the same day, the stroke occurred. At the hospital at 20:00, the result was 1.9 inr. The laboratory method was not known. A lysis therapy was performed on the customer. The customer had left-sided paralysis and hearing loss in the left ear. The customer was in the hospital for three weeks, then in rehabilitation. The paralysis has now disappeared, but the hearing loss in the left ear continues. On (B)(6) 2017, a comparison with a coaguchek xs plus meter was performed. The result from the customer's meter was 3.3 inr and the result from the professional meter was 2.3 inr. Both measurements were performed simultaneously from the same blood from one fingerstick. The therapeutic range was 2.5-3.0 inr. Relevant retention test strips (lot 176190-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification. Review of the meter memory did not show the suspect results on the reported dates.